Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to reach the lesion. The physician pulled out the device and noticed that the proximal side of the stent struts was lifted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported. Synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut was damaged, proximal stent strut rows 1-4 were also damaged with stent struts lifted from the stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to reach the lesion. The physician pulled out the device and noticed that the proximal side of the stent struts was lifted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.